Event description:
It was reported that the case involved the rca and pre-dilation was performed. The ultra stent was placed and deployed at 14 atm; however, there was some haziness seen at the end of the stent on fluoroscopy which was actually a "dog boned" effect. The stent delivery balloon was deflated; however, upon trying to remove it from the pt, it was noted to be stuck in the stent as the distal marker was in the "dog boned" area. When an attempt was made to pull on it, the stent started to accordian. At this time the pt was taken to surgery for removal of the device. During surgery there was some resistance noted upon trying to remove the stent delivery system, but it was removed and the ultra stent remains in the pt at the lesion. No additional information was available.